Event description:
Caller alleging precision issue. (B)(6) 2013: initial inratio 7.5, repeat inratio 3.2, repeat inratio 2.7. Time between testing twenty minutes for all tests. Patient's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.